Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when conducting high-frequency dissector surgery for the patient, the nurse connected the negative electrode plate of the dissector, and the indicator light of the negative electrode plate kept on the green light. During the cutting, it was found that the energy output was small, which made multiple cutting invalid and forced to increase the output power. However, the actual output power was unknown, and the cutting could only be done by feeling and experience. It would result insufficient cutting energy, poor surgical cutting effect and unclear trauma. The patient had tissue damage.